Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles. Additionally, the device had displayed error codes e050 (err_daily_values_corrupt) ,e053( err_comp_log_sem_timeout), e063( e-63: err_stuck_knob_key), e065 ( err_stuck_encoder_a),lastly, the device was scrapped by the service center after the evaluation was completed.